Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was not loading clips properly and the clips were not crimping properly. The hosp has reported no pt injury occurred. The suregon used another instrument successfully.